Manufacturer narrative:
The field service engineer (fse) checked and verified multiple parts of the instrument and cleaned out the sipper fluidic path. Instrument performance testing was completed. The fse performed a photo-multiplier tube high voltage adjustment. Calibration was last performed on 17-jun-2022 and was acceptable. Qc was acceptable on the date of the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned high results for multiple patient samples tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas 6000 e 601 module. The following are examples of discrepant results for 3 patient samples: (B)(6). Questionable results were reported outside of the laboratory. The vitamin d total iii reagent lot number was 622309 with an expiration date of 31-dec-2022.